Manufacturer narrative:
(B)(4). Date sent: 1/19/2021. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that three of the black echelon reloads ref gst60t were used today during a video-assisted thoracoscopic surgery (vats), left upper lobe wedge resection, and broke upon removal from the staple jaw. The first reload was used to test fire on a towel after switching to a green reload which was intact after use. The resection was completed using two green reloads with no issues. There were no patient consequences reported.